Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of the distal end of the video telescope and component failure of the universal cable. The cause of failure of the distal end of the video telescope could not be determined. The most likely cause is that physical impacts and similar damage caused additional scratches. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited chipped light guide bundle. There was no patient involvement.